Event description:
It was reported to philips that the display is blurry and hard to view. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and confirmed the display is faulty. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The customer was informed that this part is no longer available as the device has reached end of life. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer is aware of the end of life terms and the device remains at the customer site.